Manufacturer narrative:
E1: (B)(6). Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state, province or territory: ca post office or zip code: 91325. Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient faced occlusion issue event on (B)(6) 2026. Insulin flow blocked and resulted in high blood glucose and treated with manual injection. Rewind pump reinsert the reservoir run fill tubing until insulin doesn't exits tubing, confirming blockage is in the tubing.